Event description:
Patient was revised to address a stem which was loose and broken 80 mm from lateral shoulder.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.